Event description:
A report was received regarding an incident that occurred during testing of a battery device. The battery developed a hole causing smoke and heat to enter the nurse's face and eyes. The nurse immediately flushed out her eyes. She went to the eye doctor (B)(6) 2012, and the doctor stated that he could detect where her eyes had been burnt and noted that they are healing well. The doctor released her for work; to follow up with the hospital's employee health department.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was returned. The manufacturing documents were reviewed and no complaint related issues were found.